Event description:
Customer reported receiving a high reading of 426 mg/dl on their blood glucose monitor. The laboratory reference reading of 197 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.